Event description:
Physician initially reported left side no complaint. Physician later confirmed "mild radial folding due to capsular contracture, baker grade iii/IV" and "inferolateral implant herniation" confirmed via MRI. The device has been replaced.

Manufacturer narrative:
(B)(4). Continued date of occurrence: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side capsular contracture, baker grade iii/IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: not applicable as the event is not related to the device. Additional observations: crease fold observed on the device.